Manufacturer narrative:
Method: device not returned, follow up with company representative.

Event description:
It was reported a balloon kyphoplasty procedure was performed in a pt. The working cannulas were not placed through the posterior wall of the pedicle, but about halfway into pedicle. Both inflated balloons were laterally placed. The balloons were inflated and the balloon appeared to violate the superior endplate. The cement reached "optimal consistency" and the physician filled one side and all the cement seemed to be well contained in the vertebral body. The physician then tried to push more cement on the side of the vertebral body that had not extravasated. The cement appeared to have set up in the vertebral body at this point and with no where to go and the working cannula only halfway down the pedicle, the cement appeared to collect behind the posterior wall and possibly in the spinal canal. The physician took two final images that appeared to show cement in the canal. No intervention was done intra-operatively. Reportedly, "pt was doing fine and was asymptomatic." No additional info was reported.